Event description:
It was reported by service report that the head left siderail could not be locked in the upright position. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: head-left siderail was mounted incorrectly to the fowler.